Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor issue that resulted in a high blood glucose value of over. Blood glucose value was 447 mg/dl at the time of the incident. The customer was not hospitalized the customer experienced nausea and feeling weak. The customer treated with a manual injection and a bolus from the insulin pump. Troubleshooting was performed and it was discovered that the cannula was bent. Nothing will be replaced or returned.